Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered aspiration errors in wash positions 2 and 3. The cse resolved the errors by replacing defective aspirate probe 2 and 3 pinch valves. The cse replaced the printed circuit board fluid global input output board and wash 1 reservoir bulk fluid. The cse ran quality controls, which resulted within range. The cause of the discordant, falsely elevated tni-ultra results was due to defective aspirate probe pinch valves. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two aliquots obtained from one patient sample on an advia centaur xp instrument. The discordant result obtained on the second aliquot was reported to the physician(s), who questioned it. The customer then ran a new set of quality controls, which resulted high. The customer adjusted the reagent, after which calibration failed. The customer opened a new reagent pack and calibrated it. The second aliquot was repeated using the new reagent on the same instrument, and the result was lower than the initial results. The following day, the second aliquot was repeated twice on the same instrument, also resulting lower. The sample was also tested on an alternate advia centaur instrument during service, and the results obtained were lower than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.